Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). At around 8:30 am, the meter result was 6.8 inr. At around 9:30 am, the laboratory result was 3.2 inr. The laboratory used stago neoplastin reagent. The customer was advised to skip a dose of warfarin on (B)(6) 2019 based on the laboratory result. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer had no signs of bleeding or bruising, no changes in diet, health, warfarin or other medications. The customer had no concerns with hematocrit levels, had no other blood thinners and no lupus or antiphospholipid antibodies. The suspect product was requested to be returned for investigation. Replacement product was sent. The test strips were not available as she has used them up. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.